Event description:
A hospital engineer reported system errors were received during one of the lasik surgeries. After the first error was reset, another appeared. Device was rebooted and automatic tests were performed, after which the first received error repeated. Upon follow up, reporter informed case was completed with a delay of more than 20 minutes. No pt harm has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).